Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was not functioning. It was further determined that the saw blade coupling was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that it was very difficult to attach the oscillating saw attachment device to the handpiece device. During in-house engineering evaluation, it was observed that the coupling tool side was not functioning. It was further determined that the saw blade coupling was bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.